Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported via the manufacturer representative that they felt a burning sensation at the implantable neurostimulator (ins) pocket. The patient's therapy was going well and she only felt the pain when the ins was on. No specific event was reported that led to the burning feeling in the pocket. Impedance tests were run and all electrodes were within normal limits. A second impedance check was run with the patient moving and all electrodes were within normal limits. The patient was reprogrammed and asked during and after reprogramming if she felt the burning sensation. The patient and manufacturer representative could not reproduce the sensation and the patient seemed satisfied after reprogramming. It was unknown if the issue was resolved and the patient was going to let the manufacturer know if she feels it again in the future. Additional follow-up is being conducted, if additional information is received a follow-up report will be sent.